Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient, 57 year old, male, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a pericardial effusion which did not require medical intervention and the patient was admitted for observation. While ablating a cavotricuspid ishmus (cti) line for an atrial flutter (afl) in the right atrium, the physician heard a steam pop. The radio frequency cycle was stopped immediately. No impedance rise was observed. The patient remained stable. The patient¿s blood pressure was good. A small pericardial effusion was seen on the intracardiac echocardiography (ice). The pericardial effusion was not seen at baseline. No medical intervention was performed. The patient was admitted for observation and we were unable to get clarification if this was prolonged hospitalization. The patient fully recovered with no residual effects. It was stated that it was not known if the issue was related to the use of a biosense webster, inc. Product. The patient¿s health did not contribute to this event. The physician did not provide a causality opinion for the cause of this adverse event. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: 1.carto 3 system model #: m-4800-01 serial #: (B)(4); 2.smart ablate generator model #: m-4900-07 serial #: (B)(4); 3.smart ablation pump model #: unknown serial #: unknown. (B)(4). Event description continuation: the smart touch bidirectional cathter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 system patient interface unit. The carto 3 system did not indicate to re-zero the catheter. There were no errors reported by the biosense webster inc. Systems. The sl1 sheath was used. There was no shaft proximity interference. Since the patient was admitted for observation and we were unable to get clarification if this was prolonged hospitalization, we are conservatively reporting this event as it is to be considered serious and MDR reportable.

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a pericardial effusion which did not require medical intervention and the patient was admitted for observation. The patient¿s medical history was unknown. While ablating a cavotricuspid ishmus (cti) line for an atrial flutter (afl) in the right atrium, the physician heard a steam pop. The radio frequency cycle was stopped immediately. No impedance rise was observed. The patient remained stable. The patient¿s blood pressure was good. A small pericardial effusion was seen on the intracardiac echocardiography (ice). The pericardial effusion was not seen at baseline. No medical intervention was performed. The patient was admitted for observation and we were unable to get clarification if this was prolonged hospitalization. The patient fully recovered with no residual effects. It was stated that it was not known if the issue was related to the use of a biosense webster, inc. Product. The patient¿s health did not contribute to this event. The physician did not provide a causality opinion for the cause of this adverse event. A transseptal puncture had been performed. It was a drag burn performed at the site of injury. The generator was set to power control mode. The power cut off was set at 35 watts. The temperature was set to 50 degrees. The generator values at the time the event occurred were temperature 39 degrees, impedance 110ohms and power 35 watts. The flow setting was set to 30ml/min. The power was not titrated during the ablation. The act was maintained between 300 -350¿s.